Event description:
It was reported that the patient experienced dizziness and weakness. It was noted that the implantable pulse generator (ipg) exhibited a pacing issue and emergency pacing function was turned on. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.